Event description:
Mother of a male pt reported that the infusion set tubing is partially separating at the luer connection after only 2 days of use. She stated that 1 month ago he was hospitalized with blood glucose levels of 29 mmo1/l (552 mg/dl) and higher due to this. He had ano symptoms of high blood glucose. He was released from the hospital with no treatment. The next day, he was taken back to the hospital and was diagnosed with ketoacidosis. He was given i.v. Fluids and an insulin drip and released later that day. Product was discarded, therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.